Manufacturer narrative:
Yes;device evaluated by manufacturer visual inspection found haptic torn statement in previous MDR is not applicable. Visual inspection found haptic deformed. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+3.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn/deformed; with residue on lens. Claim#: (B)(4).